Event description:
Presurgery blood sugar done on accuchek was 31 mg/dl. After 200cc d/lr given, blood sugar done in lab was 68 mg/dl and 132 mg/dl one hr later. Post surgery blood sugar by accuchek was 456 mg/dl. Blood sugar done in lab five mins later was 158 mg/dl.